Event description:
(B)(4). The dealer reported that the solara3g custom mechanical wheelchair slide on wheel lock kept on becoming loose. There was no injury reported.

Manufacturer narrative:
(B)(4). Only one MDR report will be submitted for this event, although two different complaints were created because of different parts needed to repair the unit, and the file numbers are the following: (B)(4).